Event description:
It was reported that in preparation for a ptca procedure, the tip of the express2 coronary stent delivery system detached. This occurred while removing the mandrel from the end of the product. There was no patient contact with this device. Another device was used successfully in the procedure.